Manufacturer narrative:
Physio-control further evaluated the removed main keypad assembly. Physio determined that the cause of the reported issue was due to contamination between power dome and trace on main keypad.

Event description:
The customer contacted physio-control to report that their device would no longer power on.there was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. It was observed that the "on" key was intermittent. Physio replaced the device's main keypad assembly and after observing proper device operation through functional and performance testing the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would no longer power on. There was no patient use associated with the reported event.